Manufacturer narrative:
This report is filed on september 15, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to unknown reason. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report (B)(6) 2016.